Event description:
Medtronic received additional information as follows: the aortic neck was straight and reversed tapered in shape. The supra renal stent entanglement occurred after deployment of the stent graft. Another manufacturer's balloon was used in an attempt to correct the entanglement; however, this was unsuccessful. The proximal edge of the stent graft was just below the renal arteries. The stent graft did not move down from the original position during the procedure. No further information is available.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The proximal neck was 31.5-30.4 mm in diameter and 29 mm in length. Right iliac artery was 16.5-13 mm in diameter and the left iliac artery was 10.3 mm in diameter. The right and left femoral arteries were 6.2 and 8.5 mm in diameter. It was reported that after the main body was deployed, the spindle was still attached to a suprarenal stent. In an attempt to free the spindle, the physician manipulated the delivery system by pulling and pushing, which suddenly freed the spindle from the suprarenal stent; however, caused the suprarenal stent to invert inwards into the stent graft. When the suprarenal stent that was attached to the spindle inverted, it also caused the suprarenal stent opposite from it to invert, which then led to both suprarenal stents becoming entangled. The physician used another manufacturer's balloon to resolve the condition, however, during the process the balloon was ruptured. The physician will monitor the patient and commented that there was no impact to blood flow/dynamics due to the suprarenal stent inversion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (removal difficulty). (Cause is unknown).